Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary:the sample was visually inspected and the reported condition of particulate matter was confirmed. The cause of the reported condition could not be determined. A CAPA was opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is the same event as (B)(4).

Event description:
It was reported that particulate matter was pushed into the fluid pathway when the customer spiked the bag of an all-in-one container. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 1 of 16 for this issue.